Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), found the weld on the impaction handle had broken. There was no evidence of product contribution to the reported failure or any evidence the product did not meet specification at the time of manufacture. The initial investigation by the distributor ((B)(4)) further stated that a specific cause of the malfunction could not be determined. No further investigation is required. Complaint investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that while impacting cup the impaction handle broke off. The procedure was completed successfully using a backup device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.